Event description:
Caller reported false negative acetaminophen results using the triage tox drug screen meter: results as follows: pt's urine sample was run on the triage meter three times and all test results were negative for (B)(6). Pt sample was then analyzed using gc/ms and came back positive for (B)(6). No urine analysis was performed. Sample was clear and not centrifuged.

Manufacturer narrative:
Samples may have contained metabolite levels near the cut off level for each drug class. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence. An investigation of each lot number involved in this case indicates that the number of calls does not exceed historic levels of call volume per lot for the product(s) involved. Root cause analysis will not be requested at this time. Info related to this call is captured and is available if root cause analysis is required in the future. All complaints are subject to routine tracking and trending. Corrective action not required at this time.